Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. Additional information stated that the patient was experiencing inadequate pain relief. The explanted device was not returned. No further information has been obtained despite good faith efforts.